Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 44 mg/dl, and the contact was unable to provide a meter bg reading at the time of the event. As a result of the basal suspending, customer's blood glucose (bg) level rose to 524 mg/dl, with ketones (size of ketones was not provided). Customer administered "inhalable insulin" to address bg level and went to the emergency room (ER). Customer was treated with saline and insulin and was released from the ER a "few hours" later with the issue resolved and no permanent damage. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.